Event description:
It was reported that "when the trocar was removed the trocar had a piece broken off at the distal end. The broken piece was retrieved."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.